Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019, during a zygomatic fracture, the threaded reduction tool self-drilling broke off as it was already screwed into the zygoma. The surgeon had previously used it to manipulate the bone, but it was not being touched at the time it broke. The surgeon was looking at plates and the tool broke off and landed on the ground. Part of the screw was unable to be accessed for removal from the patient. Fragments were generated and were not accessible for removal. There was no surgical delay and patient consequence. The procedure was successfully completed. This complaint involves one (1) device. This report is 1 of 1 for (B)(4).